Manufacturer narrative:
A portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the interior and exterior. A non maquet sheath was returned separate from the iab. An underwater leak test of the balloon, portion of catheter tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Reference complaint #(B)(4).

Event description:
It was reported that after 9 hours of therapy, an intra-aortic balloon (iab) rupture occurred and blood was seen in the helium tubing. It was also noted that there was an abnormal waveform. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: dnp, aprn-cns, agcns-bc, ccrn, chse, cne, clinical nurse specialist. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
No UDI is provided as lot number for the affected device have not been provided.

Event description:
N/a.

Manufacturer narrative:
No UDI is provided as lot number for the affected device have not been provided.

Event description:
N/a